Event description:
Doug states he purchased this lynx3-r second hand. He states the component that makes the scooter goes forward or backward is broken, intermittent contact. Referred to dealer in his area for parts.